Event description:
Event description boston scientific received information that this transvenous defibrillation lead pulled out of the ventricle. The device had been flipped in the pocket, due to twiddler's syndrome.